Event description:
It was reported that during a therapeutic ercp procedure on a pt, the physician attempted to crush a stone using the lithotripter's basket, but the stone would not crush. He then attached the handle of this device to an alliance inflation device, and again attempted to crush the stone, but it could not be crushed, and the lithotripter tip failed to drop off. During this effort, the lithotripter disengaged, and the handle began to become crushed. The doctor then cut the lithotripter handle off and removed the scope. The pt was then stent to surgery to have the basket, wire and stone removed. The complainant reported that the pt's surgical procedure was successful and that there were no adverse affects on the pt as a result of the reported malfunction.